Event description:
It was noted that the hub, of a 3.0 x 33mm cypher select plus stent, cracked when the health professional connected it to the indeflator. The device was not yet in the patient.

Manufacturer narrative:
This cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. The product is expected to be returned for additional testing. Additional information will be submitted upon 30 days of receipt.